Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (pulse test failure) was confirmed. Upon evaluation, the monitor failed a pulse test at 75j. The cause of the low energy pulse is an 'overvoltage' condition. The root cause of the overvoltage condition is flux on the j1000 connector. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed pulse testing.